Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be functioning as designed. Other relevant device(s) are: product ID: 9735737, software version sw app 9735762 stealth s8 app 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement. The site attempted to take an automatic spin but the imaging system stated it was not a navigate spin. They restarted the system. The issue happened again when they were attempting to take another navigated spin during the same case. The navigation system showed all green status, but when they went to take a 3d spin it stated "connection, not ready." The correct navigation was selected on the mobile view station (mvs). The representative rebooted the navigation system multiple times, and rebooted the imaging system once, and tried a new ethernet cable. They were able to take non navigated scans and were able to check the lead location. After the case was done the representative grabbed a new cat 5 cable to see if it would make a difference and it did seem to work despite trying 2 other cables during the case. There was a reported delay of 60 minutes and no reported impact to patient outcome.